Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber malfunctioned @10,247 joules of use and 1:5 minutes. Reportedly, a second surgical fiber was not used to complete the procedure. The method used to complete the procedure was not reported. Patient outcome: "no damages to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-333b-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.